Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency department with a severe headache and discomfort. During that same period of time the right ventricular (rv) lead exhibited an increase in impedance that was briefly noted to be high. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician noted ventricular heart rate that appeared as noise was noted on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was revised and remains in use.